Manufacturer narrative:
Patient weight was requested, however is was not reported. (B)(4). Additional device implanted: item #gkfr2030 / lot#14967021. The explanted device was not returned for evaluation, as it was reportedly discarded at the facility. Additional information was obtained from the surgeon, who reported that after being implanted with the gore synecor biomaterial the patient developed a postoperative seroma. Drains were placed in the patient and the seroma was aspirated at least three times, draining clear fluid. The surgeon reported that one of the drains came out and the patient reinserted the drain. Additionally, the surgeon reported that a culture tested positive for staphylococcus aureus, which is believed to be the result of the drain being reinserted.

Event description:
A surgeon reported to gore that a patient was implanted with two gore synecor biomaterial devices on (B)(6) 2016 for repair of a recurrent ventral hernia. It was reported that one device was placed as an underlay and the fascia was closed overtop and the second device was placed as an onlay. Additionally, it was reported that a large existing mesh was excised prior to implantation of the synecor mesh. On (B)(6) 2016 the device which had been placed in the onlay position was removed due to an infection. The patient remains in the hospital and being treated with antibiotics.

Manufacturer narrative:
It is unknown which device was infected and subsequently removed. UDI: (B)(4).